Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is cpjbf7, serial number (B)(4), product code 82-3184. The position of the cam when valve was received was 200mmh2o. The valve was visually inspected; a needle hole in the needle chamber was noted, no defects were noted. The valve was irrigated with purified water; no occlusion was noted. The catheters was irrigated with purified water; no occlusions were noted. The valve was dried. The valve was leak tested and only a leaked from the needle hole; no other leaks were noted. The valve was reflux tested; the valve passed the test. The valve was tested for programming and the valve passed the test. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is being investigated.

Event description:
The device was blocked and stopped working, after implantation. (B)(6) 2014 could you please let me know what was done as a result of the blockage? Were the devices removed?- affiliate replied that , the device was removed and replaced with a new one at the same time.